Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an empty cartridge alarm occurred inappropriately during the load sequence. Blood glucose (bg) level ranged from 352-482 at the time of the alarm. Additionally, the customer experienced a blood glucose level above 500 mg/dl with an unknown cause. The customer went to the emergency room and bg was treated with insulin and fluids. Reportedly, customer had a headache, blurred vision, and a dry mouth. The customer was released 5 hours later with bg 125 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.